Event description:
I went to go change them and the string broke- tampax [device breakage]. Case narrative: consumer reported via r&r that the tampon string broke when she changed them. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.